Event description:
Report rec'd of leakage at the flush device. It was reported that one of the lines of the trifurcated monitoring kit was connected to the pt's pulmonary artery line. During pt use, this line was found to be cracked and unspecified leakage was noted at the flush device. The monitoring kit was replaced. There were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.